Event description:
Plaintiff alleges that exposure to the latex gloves directly and proximately caused her to develop severe and permanent latex allergy and other related injuries and conditions. She alleges suffering and enduring great pain and mental anguish and suffered a loss of enjoyment of life. Plaintiff's husband alleges the loss of consortium of his wife.